Manufacturer narrative:
The report of elevated powers/estimated flows associated with pi events were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the parameter fluctuations could not be conclusively determined. Moreover, a correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. The log file captured elevated pump powers beginning on (B)(6)2017. Pump power appeared to decrease down to baseline values on (B)(6)2017; however, on (B)(6)2017 higher pump powers above 10 watts were again observed. All elevations in pump power captured in the log file were associated with pi events and correlated with elevations in estimated flow up to 12 lpm. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The pump remains in use supporting the patient and no additional events have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has had a history of gastrointestinal (gi) bleeding events, and on (B)(6) 2017 presented with tarry stools. The patient was admitted to the hospital, and an upper gi endoscopy was reportedly negative. On (B)(6) 2017, a colonoscopy was performed and an oozing ulcer was found and was clipped. The gi bleeding resolved. It was also reported that during the admission, elevated pump powers and high estimated pump flows were occurring. The manufacturer¿s technical services representative reviewed the system controller log file which on (B)(6) 2017 captured some fluctuations in pump power, estimated flows and pulsatility index values until (B)(6) 2017 when the parameters returned to baseline ranges. There were no unusual events noted in the event history. The vad team reported that no clinical source was determined for the fluctuations in power and flow. The patient¿s inr was 1.1 at that time and heparin was restarted. The patient was asymptomatic. No additional information was provided.